Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Date of event is estimated.

Event description:
It was reported that patient experienced discomfort at the pocket/ battery site. As a result the ipg was relocated and electively replaced.